Event description:
Procedure performed: hepatectomy. Event description: [name] hospital. When cd004 used for a procedure, the control handle was stiff and they had to remove cd004 from the trocar. When it was removed, the bag was separated and it fell into the body cavity. The bag has been collected. The case was completed with the new one. The additional information from the customer is not available as follows; 1) the bag did not unravel/unroll fully? 2) were the metal supports partially or fully exposed upon deployment? 3) did the device jam during deployment of the actuator/plunger? 4) was there an attempt to unroll the bag? If so, how/what technique did you use? Were any instruments used? 5) was the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed)? 6) was the device safely removed from the patient? How? 7) was there enough room in the body cavity for the bag to open? 8) use frequency. Initial investigation report the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The unit will be returned to amr for further evaluation. Product available for return. Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the bag partially slid down the metal supports as the actuator was retracted and then came off the metal supports as the device was removed through the trocar. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hepatectomy. Event description: [name] hospital. When cd004 used for a procedure, the control handle was stiff and they had to remove cd004 from the trocar. When it was removed, the bag was separated and it fell into the body cavity. The bag has been collected. The case was completed with the new one. The additional information from the customer is not available as follows; 1) the bag did not unravel/unroll fully? 2) were the metal supports partially or fully exposed upon deployment? 3) did the device jam during deployment of the actuator/plunger? 4) was there an attempt to unroll the bag? If so, how/what technique did you use? Were any instruments used? 5) was the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed)? 6) was the device safely removed from the patient? How? 7) was there enough room in the body cavity for the bag to open? 8) use frequency. Initial investigation report the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The unit will be returned to amr for further evaluation. Product available for return. Intervention: the case was completed with the new one. Patient status: no patient injury.